Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.0/4.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h3-device evaluation: returned in a micro-centrifuge vial with moisture on the lens with clear surgical residue/debris on product. Visual inspection found haptic torn and residue on the lens. Claim# : (B)(4).